Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images show ap and lateral lumbar films show severe degenerative disc disease with a degenerative facets throughout the lumbar spine. Osteoporosis is also suggested. Subsequent decompression and fusion from t11 to s1 was performed with interbody spacers at l4 with decompression for stenosis at t12 and l4 only. Lysis of the screws at t11 is noted as the thoracic spine flexed forward leaving the implant in place (in relation to the lumbar spine below). Subsequent revision has been delayed as patient does not wish to consider a repeat surgery of this severity.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.